Manufacturer narrative:
The pump was returned to animas for evaluation. All keypad button presses did not activate desired pump functions during testing. All key contacts do not have normal spring back or click. It was found that the ok button contact was inverted. The up-arrow and down-arrow button contacts were misaligned. There was evidence of keypad adhesive found under all key contacts.

Event description:
Per the distributor, it was reported that the rubber buttons react to bad press.